Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances have risen gradually until they became out of range at greater than 125 ohms. At this time, the rv lead remains in service and is being monitored. No adverse patient effects were reported.